Event description:
It was reported that this patient received an inappropriate shock due to noise in (B)(6) 2025. The patient had not had a follow up in over three years and decided to come in for a follow up in (B)(6) 2026. Noise was reproduced in all vectors. No revision has occurred but a new lead was going to be implanted in the coming weeks. No adverse patient effects were reported. The electrode remains implanted.

Event description:
It was reported that this patient received an inappropriate shock due to noise in (B)(6) 2025. The patient had not had a follow up in over three years and decided to come in for a follow up in (B)(6) 2026. Noise was reproduced in all vectors. The electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Based on the available information, although no product has been returned, we have determined that the specific clinical observations are a known inherent risk with use of this product. This lead has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review/analysis determined that the specific clinical observation(s) are a known inherent risk with use of this product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this patient received an inappropriate shock due to noise in (B)(6) 2025. The patient had not had a follow up in over three years and decided to come in for a follow up in (B)(6) 2026. Noise was reproduced in all vectors. The electrode was explanted and replaced. No additional adverse patient effects were reported.